Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The battery longevity was wanted. Longevity was estimated at 66 months using the following: program 1, 2.7v, 452pw, 45hz, 2+1- and program 2, 3.6v, 450 ohms, 45hz, 2+1-. Group impedances were not available as it was shocking the patient too much, the impedance reading was stopped. The battery voltage stated 3.045v. The patient experienced a loss of therapeutic effect on the right side for the past 6 months. The patient has had falls in the past 6 months. Impedance measurements with contacts 9, 11 and 13 were greater than 10,000 ohms. The device was able to be reprogrammed today which gave the patient coverage on the right side. The company representative confirmed on (B)(6) 2014 that no malfunctions were seen or determined. The high impedances were not resolved. The device was able to be programmed around the contacts with high impedances and the patient once again was getting good therapy.